Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulty to position the balloon catheter over a guide wire and collapsed tip were unable to be confirmed. The tip was not collapsed, but the mid portion of the balloon was wrinkled. The reported deflation issue was unable to be confirmed as the balloon deflated within specification and no anomalies noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported/noted difficulties of collapsed tip, difficult to position and deflation issue appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the tip of the balloon dilatation catheter was noted to be collapsed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: trek, guide wire: sion blue, guide catheter: heartrail jl 6f, stent: resolute onyx 3.0-34. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the concentric, 90% stenosed, de novo, proximal left anterior descending (lad) and high lateral circumflex (cx) artery lesions, three non-abbott guide wires were used. After non-abbott stent deployment, two trek balloon dilatation catheters were advanced for kissing balloon technique (kbt), but both were accidentally delivered in the lad; the proximal 3.0 x 12 mm trek bdc was pushed but could not advance. Once it was noted to be on the same guide wire, it was removed and then successfully delivered to the high-lateral lesion. After kbt inflation, it was significantly slow to deflate before removal from the anatomy. There was no reported resistance during removal of the bdc. Outside the anatomy, damage to the bdc tip and mid shaft area were noted. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.